Event description:
A theatre sister reported a system message was displayed during surgery. An alternate system was used to complete the case with no harm to the pt. Add'l info was received from the theater sister reporting that after the surgeon had finished the phacoemulsification portion and was starting the infusion for the vitrectomy during a combined phacoemulsification/vitrectomy procedure, the system message displayed. The surgery was completed after a delay of about 2-3 hours, with the hospital's second system. There was no pt harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).